Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid right coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced to dilate the lesion. However, after crossing the lesion and dilatation was performed it was unable to apply pressure. When the device was removed, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood on the outside of the device. Inspection found a burst in the balloon material that was 3 mm in length. Inspection of the remainder of the device found no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid right coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced to dilate the lesion. However, after crossing the lesion and dilatation was performed it was unable to apply pressure. When the device was removed, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.